Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported increase in the patient's lactate dehydrogenase level could not be conclusively determined. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced pump exchange was reported under MFR# 2916596-2016-00558. (B)(4). Approximate age of device - 10 days. The patient remains on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The event date is an estimation as the exact date was not reported. The patient underwent a pump exchange on (B)(6) 2016 due to suspected thrombus. It was reported that approximately two weeks prior to the patient undergoing a pump exchange, the patient had fallen at home after losing his balance and hit his head. A CT was performed and results were negative. Approximately one week after the pump exchange, the patient developed a subdural bleed in the same area he had hit at the time of his fall. The patient recovered and went home. He was reportedly doing fair. The patient returned to the center on an unspecified date with abdominal pain. The patient's lactate dehydrogenase levels reportedly had quadrupled. It was reported that the patient is not showing signs of heart failure or blood in the urine. A ramp study was not performed and the center does not have plans for a second pump exchange at this time. No further information was provided.